Manufacturer narrative:
Patient¿s identifier and weight are unknown. Date of postoperative plate breakage is unknown. Additional device product code: ktw. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer. Review/investigation. Customer is retaining the product. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated in (B)(6) on an unknown date for a right radius fracture. On a subsequent unknown date, the patient presented to the surgeon complaining of wrist pain. X-rays taken on an unknown date identified a broken plate. Right radius hardware removal and revision surgery was performed on (B)(6) 2017. A broken 8-hole lc-dcp (limited contact dynamic compression plate) reconstruction plate and six intact 3.5mm cortex screws (non-self-drilling) were removed. Patient was revised to a metaphyseal plate. There was no surgical delay, no retained fragments, and the procedure was completed. The patient outcome was stable. There is one device involved in this complaint. Reported concomitant devices: 3.5mm cortex screws, non-self-drilling (part # unknown, lot # unknown, quantity 6). This report is for one (1) 3.5mm reconstruction plate 8 holes/94mm. This is report 1 of 1 for complaint (B)(4).